Event description:
It was reported that the camera head was not showing a picture. The issue was found during preparation for use/prior to sedation for a diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Three good faith efforts (gfe) were made to obtain additional information regarding the event from the customer; however, no response received. The device was returned to olympus, evaluated and customer allegation was confirmed. An intermittent and flickering image were discovered due to a faulty cable. Moreover, findings of a failed leak test due to a tiny pin hole on the cable were noticed. As per the instructions for use (IFU) manual, "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.